Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss. The sleeper fixture was accessed (specific date not reported) and a new abutment was placed. The device has not been made available for analysis as of the date of this report.

Manufacturer narrative:
(B)(4). Device currently unavailable.